Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced syncope. Ipg was explanted and replaced and rv lead was capped and replaced.

Manufacturer narrative:
Continuation of d10: 5076-52 lead, implanted: (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the since implantable pulse generator (ipg) was replaced the patient experienced pauses, dizzy spells, collapse and pre-syncopal episodes when the right ventricular (rv) lead exhibited intermittent loss of capture. An ipg header issue was also suspected and it was also noted that the rv exhibited no sensing. The patient was hospitalised. The rv lead was reprogrammed and the rv lead and ipg remain in use. No further patient complications have been reported as a result of this event.